Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The display was not readable and had lines going across the screen, to fix the issue the fse disassembled the display and removed the color video pcb board. Installed a new board and tested which returned a good test. Then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check it was observed that the screen of the cs300 intra-aortic balloon pump (iabp) was having major picture issues. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: d5, g1 (contact person ¿ mfg site).

Event description:
N/a.